Event description:
Procedure type: hernia. According to the reporter: the pt had surgery 2 years ago. Pt allegedly experienced an infection of the mesh and several re-operations. In (B)(6) 2008, the pt had an alloderm mesh but it eroded one week later and a re-operation was performed using parietex mesh 12x18 on (B)(6) 2009 and the pt had surgery for removal of mesh on (B)(6) 2009. Mesh was found infected and was removed and replaced with a permacol mesh ((B)(4)) on (B)(6) 2009, the wound vac machine remained intact. The pt allegedly experienced aches, fever, drainage and then during (B)(6) 2010, abdominal wound exploration, found degraded mesh pieces coming out through wound vac, removed mesh. Currently monitoring the pt, (B)(6) 2010 was 2nd exploratory.

Manufacturer narrative:
(B)(4).